Manufacturer narrative:
Monitor (B)(4) and electrode belt (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation did not confirm any device malfunction. The monitor and electrode belt ECG acquisition and pulse delivery circuitry was fully functional. The electrode belt properly delivered conductive gel prior to the device properly treating the patient's ventricular arrhythmia. Biocompatibility testing to iso 10993 was successfully completed on the conductive gel. The gel material safety data sheet does not indicate that contact between the gel and the patient's eyes could result in blindness. There is no indication of any device malfunction that could cause or contribute to the patient's reported injuries.

Event description:
A us distributor reported that a patient was reportedly injured by the lifevest. The patient reported to the distributor on (B)(6) 2016 that the lifevest had previously "exploded in her face" and caused her to be blind in one eye. She reported that it was like "fireworks on her chest". The patient claimed that there was blood everywhere and that a physician had to "sew her up". The patient stated that her son was with her and that the lifevest also "exploded" on him. A review of the patient history shows that the lifevest deployed gel and appropriately treated the patient twice on (B)(6) 2016 during an episode of ventricular tachycardia. The treatments successfully converted the arrhythmia to a sinus rhythm. The patient was admitted to the hospital and continued to wear the lifevest after the treatment. Distributor service representatives visited the patient in the hospital after the treatment, and at the time the patient did not report any injuries resulting from the lifevest. The lifevest operated as designed and there is no indication of a device malfunction contributing to the alleged injuries. Zoll has been unable to confirm the validity of the patient's reported injuries.

Manufacturer narrative:
Monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation did not confirm any device malfunction. The monitor and electrode belt ECG acquisition and pulse delivery circuitry was fully functional. The electrode belt properly delivered conductive gel prior to the device properly treating the patient's ventricular arrhythmia. Biocompatibility testing to iso 10993 was successfully completed on the conductive gel. The gel material safety data sheet does not indicate that contact between the gel and the patient's eyes could result in blindness. There is no indication of any device malfunction that could cause or contribute to the patient's reported injuries.

Event description:
Zoll was able to obtain additional information on the patient's status after the treatment. A distributor representative visited the patient in the hospital. The distributor representative reported that there was no indication that the patient was injured by the device at the time of the visit. The hospital also provided the patient's medical records, and the medical records do not indicate any injury following the treatment event. The patient reportedly suffered from psychiatric issues. There is no evidence to suggest that the lifevest caused or contributed to any injury. A us distributor reported that a patient was reportedly injured by the lifevest. The patient reported to the distributor on 04/24/2016 that the lifevest had previously "exploded in her face" and caused her to be blind in one eye. She reported that it was like "fireworks on her chest". The patient claimed that there was blood everywhere and that a physician had to "sew her up". The patient stated that her son was with her and that the lifevest also "exploded" on him. A review of the patient history shows that the lifevest deployed gel and appropriately treated the patient twice on (B)(6) 2016 during an episode of ventricular tachycardia. The treatments successfully converted the arrhythmia to a sinus rhythm. The patient was admitted to the hospital and continued to wear the lifevest after the treatment. Distributor service representatives visited the patient in the hospital after the treatment, and at the time the patient did not report any injuries resulting from the lifevest. The lifevest operated as designed and there is no indication of a device malfunction contributing to the alleged injuries. Zoll has been unable to confirm the validity of the patient's reported injuries.